Event description:
Tele monitors went down in ed for rooms [room #s redacted]. Biomed on call notified and came to the hospital to fix issue. However, downtime procedures for this issue should be developed and/or reviewed. Also, on-call bio med did not have knowledge of system. This delayed fixing the issue. Data for the patients' chart incomplete due to servers being down. Therefore staff were unable to print ECG strips. This is a chest pain obs patient. Documentation vital in determining plan of care.